Event description:
It was reported that the device shows the eri status. The pacemaker was replaced. Should additional information be received, this file will be updated.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. The pacemaker was properly interrogated. The eri battery status was activated on (B)(6) 2024. The pacemaker's memory content was inspected. The inspection revealed that the device switched into the safety backup mode on (B)(6) 2022, as a result of the detection of invalid memory content. A re-initialization with the programmer, performed on (B)(6) 2024, was successful. By design, the pacemaker performs self-checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to ensure patient safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. Upon interrogation a device status error message appears to notify the user. In the safety backup mode, to ensure patient safety, the pacing parameters are chosen to cover the widest population of patients, which can lead to a higher current consumption, draining the battery. Furthermore, after re-initialization the eri threshold is calculated based on worst-case parameters as historical statistical data, lead impedances or thresholds are not available anymore. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed in eri mode. There was no indication of a device malfunction. During the further course of the analysis, the eri battery status was removed. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. The analysis did not reveal any sign of a material or manufacturing problem.